Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient¿s CGM was reading around 50 mg/dl. The patient did not have a BG meter to use for comparison. The patient was experiencing a headache, shakiness, flashes, and felt sick. The patient thought he had a virus and went to the Emergency room (ER) for evaluation. At the ER, the patient¿s BG meter reading was 290 mg/dl while the CGM was reading 60 mg/dl. The patient was treated with IV fluids and insulin via his Tandem insulin pump. The patient was discharged home after approximately 2 hours. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. At the ER, the reported glucose values fall within the C zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.